Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records for item# 15-7378x, lot identification was not provided. A definitive root cause cannot be determined. The sterile cert cannot be reviewed for 15-7378x as the lot number is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a patient who underwent a cranial reconstruction developed a superficial infection of the skin by the incision site leading to revision of the implant. Cranial surgeries require a special prep preoperatively in which the surgical area is clipped and/or shaved to minimize hair at the site as much as possible which can result in nicks or abrasions at the site. Upon incision, a pedicle flap is made to accommodate visualization for implant placement which: compromises the blood supply to the incision and increases the likelihood of wound infection (alexander¿s care for the patient in surgery). Upon completion of the surgery, the head is dressed in a nonadherent bandage and a kerlix or compression head wrap. Due to the magnitude of the surgery, the patient remains in the hospital postop with dressing changes as needed or per surgeon preference. Each dressing change increases the risk of infection as the site heals. Additionally, the skin around the incision, which contains oils, skin follicle contaminants from hair regrowth, and skin cell debris, cannot be thoroughly washed until the incision is healed. As surgical incisions take approximately 6-8 weeks to heal in a healthy person, this highly contaminated area is prone to superficial infections from the environment and unrelated to the device. Diligence confirmed that the plate was sterilized appropriately prior to the procedure, the superficial infection was the primary source of infection and surgeon stated that the implants did not cause or contribute to the infection therefore, not reportable as the source is unrelated to device.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: htr pekk hf50-200128 right frontal sphenoid parietal temporal implant, part# pk622947, lot# 829200. Zimmer biomet unknown neuro 1.5 plates, part# ni, lot# ni. Zimmer biomet unknown neuro 1.5 screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the patient underwent a revision to remove a custom cranioplasty plate, as well as the plates and screws used to fixate the custom plate approximately six (6) months following implantation due to infection. The surgeon has stated that he does not believe the implant is related to the infection. The patient is currently being cared for in rehabilitation. It is planned that the patient will receive a new custom cranioplasty plate at a later unspecified date. No additional patient consequences have been reported.